Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. This product, is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents.

Event description:
It was reported that the physician opened cypher box and noticed a crack in the hub of the cypher prior to loading the stent. He discarded (not used) the stent and used another cypher with the same size.